Manufacturer narrative:
An additional issue was found during the device evaluation. The bending section cover glue was chipped/missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a standard inspection of a customer returned asset, it was noted there was a gap on the acoustic lens of the evis exera ii ultrasound gastrovideoscope. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the gap on the acoustic lens likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities". Olympus will continue to monitor field performance for this device.